Event description:
Reporter alleged obtaining a blood glucose result of 173 mg/dl on the compact plus system back to back with a result of 71 mg/dl when testing was performed within 1 minute of each other. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.